Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and failure analysis revealed the instrument had a broken blade at the base.. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted gastrostomy procedure, the harmonic ace instrument's functionality was unable to be activated during intraoperative use. No fragment fell inside the patient. The procedure was completed with a back-up instrument and there was no report of patient harm, injury, or adverse outcome.